Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: bi71000125, serial/lot #: unavailable: foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not holding enough charge when moving from storage position to theaters and back. They site also stated that the right hand side wheel was rubbing up against panels. The manufacturer representative tested the system by moving down main corridor and found motion batteries to have depleted faster than normal. No patient was present at the time of the event.